Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "extremely tired with muscle pain, implant seems deformed, often swelling of the breasts, headaches and possible leak". This is for an unknown side. The device remains implanted.

Event description:
Patient additionally reported "have bumps" in their breast implant.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "extremely tired with muscle pain, implant seems deformed, often swelling of the breasts, headaches and possible leak". Patient reported "bumps". The following events are not related to the device, "migraine", "chronic fatigue" and "muscle pain when walking". This is for an unknown side. The device remains implanted.

Event description:
The device has been explanted.

Event description:
Patient reported "extremely tired with muscle pain, implant seems deformed, often swelling of the breasts, headaches and possible leak". Patient reported "bumps". The following events are not related to the device, "migraine", "chronic fatigue" and "muscle pain when walking". This is for an unknown side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, d4, g1.